Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: ¿there was a leak at the joint¿. The product in use at the time is reported to be a mz1000 china from lot 23045323. Further correspondence from the customer confirmed that they noticed leak after 3 days of usage and observed cracks at the infusion set connection end. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23045323 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim: on (B)(6) 2024, when the nurse gave the patient a drug bolus through the transparent needle-free connector, she found that there was a leak at the joint, and immediately replaced it with a new transparent needle-free connector, and the drug bolus could be performed normally without leakage.